Manufacturer narrative:
(B)(4). Surgical intervention (even though there were no consequences to the patient, post-op migration has previously resulted in the need for surgical intervention. As such, a serious injury report will be filed). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A literature article was reviewed: "early failures following cervical corpectomy reconstruction with titanium mesh cages and anterior plating" michael d. Daubs, md. Acknowledgment date: (B)(6) 2004. First revision date: (B)(6) 2004. Acceptance date: (B)(6) 2004. N=7 cage subsidence. N=1 plate extrusion.